Event description:
It was reported that a patient underwent a procedure with a thermocool smarttouch uni-directional navigation catheter and catheter broke during the procedure since it was not soft enough. Follow up investigation was performed to clarify original event and it was advised that the issue experienced was with the deflection of the catheter and that it was not stuck in a deflected position. Furthermore, customer did not mention that the integrity of the catheter was compromised. Therefore, event was originally not reported. However, this event is being reported because the bwi failure analysis lab received the device for evaluation and found on 5/14/15 that shaft is cracked open about 81.4 cm with gap about 4 mm wide with internal parts exposed. This finding is reportable because catheter integrity is not maintained and internal components are exposed to patient increasing the risk of thromboembolism.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. As lot # 17130127m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with a thermocool® smarttouch® uni-directional navigation catheter and catheter broke during the procedure since it was not soft enough. Investigation was performed to clarify original event and it was informed that the issue reported was related to deflection of the catheter and that it was not stuck in a deflected position. Furthermore, customer did not mention that the integrity of the catheter was compromised as also there was no patient consequence. Based on information received to clarify event the complaint was assessed as not reportable. However, on (B)(6) 2015 failure analysis laboratory found on product returned that shaft is cracked open about 81.4 cm with gap about 4 mm wide with internal parts exposed. Due to this finding additional investigation was performed to confirm if customer noticed the damage and on (B)(6) 2015 response was received advising that damage sustained to the catheter shaft was seen during the procedure. Therefore, this event is being reported per bwi failure analysis lab finding since catheter integrity is not maintained and internal components are exposed to patient increasing the risk of thromboembolism. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found that shaft is bent and wrinkled 13.5 mm from the transition with the tip lumen with no broken wires exposed. Also broken shaft was notice about 81.4 cm from tip leading to expose internal components. It is unknown how this condition was generated however it appears the damage could be related to external force on catheter shaft. Further information received indicates that catheter damage was noticed during the procedure and it did not get stuck during the procedure. Due to the exposed components, an electrical test was performed and catheter passed. Therefore, we can conclude all the electrical wires were perfectly insulated. Then per the event, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a deflection issue cannot be confirmed. However catheter was found broken. An internal corrective action has been opened to address the thermocool smart touch broken shaft issue.